Manufacturer narrative:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression, greater than 30 minutes. There was no reported patient injury. The type of procedure the mynx vcd was used in was percutaneous coronary procedure (pci). The procedure used a retrograde approach. The deployer was mynx certified. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was common femoral artery (cfa). The patient recovered after the mynx event. The mynx vcd was prepped according to the instruction of use. The balloon did not lose pressure during prep. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f2013302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as pvd or calcium, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression, greater than 30 min. There was no reported patient injury. The type of procedure the mynx vcd was used in was percutaneous coronary procedure (pci). The procedure used a retrograde approach. The deployer was mynx certified. The femoral arteries were suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was little. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was common femoral artery (cfa). The patient recovered after the mynx event. The mynx vcd was prepped according to the instruction of use. The balloon did not lose pressure during prep. The device will be returned for evaluation.